Event description:
214 ventricular sensing episodes ongoing since (B)(6) 2023, suspected intermittent atrial under sensing. Current egm a sensed/a-paced with v sensed beats, suspected atrial under-sensing. P-wave 0.6 mv, programmed sensitivity 0.6 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).